Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician advanced the sphincterotome into the endoscope. As the sphincterotome exited the endoscope, the cutting wire orientation was incorrect. The cutting wire was facing 4 o'clock instead of the preferred 11 to 12 o'clock. The user attempted to rotate the handle to influence the orientation of the cutting wire. The sphincterotome moved slightly however, it was not enough. The sphincterotome was removed from the endoscope and another sphincterotome was used to successfully complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The catheter exited the endoscope with the cutting wire facing between 11 and 12 o'clock. (Appropriate orientation is approx 11 to 1 o'clock.) The shape of the catheter at the distal end is straight. This does not represent the shape at the time of MFR. This observation suggests the distal end of the catheter had been manually formed by the user prior to return for eval. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment. "Note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.